Event description:
It was reported that the patient presented for an implant procedure. During the leads implant, the stylets became contaminated with blood and the leads could not be separated from the stylets. The leads were not used and a leadless pacemaker was implanted. The patient was in stable condition.

Manufacturer narrative:
It was reported that the lead could not be separated from the stylet and that the stylet became contaminated with blood. As received, a complete lead without a stylet was returned in one piece with the helix found retracted and clean. Visual inspection found the outer insulation/outer coil twisted at the middle region of the lead. Unable to perform the stylet insertion due to damaged conditioned of the lead as received. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.